Event description:
While using the verrata wire on the lad, upon removal of the wire there was a plastic tubular sheathing/cover that was hanging out of the touey of the guide catheter. Cardiologist looked at the plastic tubular cover under fluoroscopy and it was undetectable. Do not believe there were any additional plastic tubular sheathing left in patient, however plastic is not visible under fluoroscopy. Patient discharged home on (B)(6) 2015 with no evidence of harm.